Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, monopolar curved scissors (mcs) cable was loose. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed with a spare monopolar curved scissors (mcs) instrument. The procedure delayed time minimum until the mcs instrument was replaced.